Event description:
It was reported that a spectrum iq pump did not detected an air in line during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the reported condition could not be verified as evaluation did not properly assess for the reported condition of air in line. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor which was found to be failing and requires replacement, which will mitigate any air detection issues. Should additional relevant information become available, a supplemental report will be submitted.